Event description:
H&l-b one shot introduction system for the zenith aaa main body graft was advanced into position in the aorta. When the safety lock from the black, trigger-wire release mechanism had been released and the trigger-wire removed, the physician was unable to push the top cap inner cannula upwards to deploy the suprarenal stent. After release of the second trigger-wire (white), an enormous amount of force was required to advance the top cap. No consequences occurred as a result of this occurrence.